Event description:
It was reported that the asymptomatic patient presented to the clinic after receiving a patient notifier due to non sustained lead noise caused by sensing intermittent pvcs. The patient notifier was programmed off. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.